Event description:
The deep brain stimulator turned off by itself. The hcp reported that the pt had parkinson's disease that was not completely controlled. Reprogramming would occur at the next visit. The pt outcome was reported as 'no injury'.